Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer had low blood glucose levels of 36mg/dl. It was also reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 58mg/dl. Troubleshooting occurred, and it was determined that it was due to a possible set occlusion. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).